Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), tendonitis ("tendinitis /swelling as tendinitis"), tinnitus ("tinnitus"), pain in jaw ("jaw pain"), arthropathy ("I had limited movement in my hip joints."), spinal deformity ("I had a curved spine.") And swelling ("swelling "). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the pelvic pain and swelling had resolved and the genital haemorrhage, arthralgia, tendonitis, tinnitus, pain in jaw, arthropathy and spinal deformity outcome was unknown. The reporter considered arthralgia, arthropathy, genital haemorrhage, pain in jaw, pelvic pain, spinal deformity, swelling, tendonitis and tinnitus to be related to essure. The reporter commented: she only had to have my tubes removed. Diagnostic results: false positive pregnancy tests. X-ray showed no curved spine. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), tendonitis ("tendinitis /swelling as tendinitis"), tinnitus ("tinnitus"), pain in jaw ("jaw pain"), joint range of motion decreased ("I had limited movement in my hip joints."), spinal deformity ("I had a curved spine."), swelling ("swelling "), gastric disorder ("feel like my stomach shrinking") and abdominal distension ("I did look like I was 7 months pregnant") and was found to have weight decreased ("I lost a bunch of weight while I had the coils"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the pelvic pain, swelling and weight decreased had resolved and the genital haemorrhage, arthralgia, tendonitis, tinnitus, pain in jaw, joint range of motion decreased, spinal deformity, gastric disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, gastric disorder, genital haemorrhage, joint range of motion decreased, pain in jaw, pelvic pain, spinal deformity, swelling, tendonitis, tinnitus and weight decreased to be related to essure. The reporter commented: she only had to have my tubes removed. Diagnostic results: false positive pregnancy tests x-ray showed no curved spine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events "I lost a bunch of weight while I had the coils ", "feel like my stomach shrinking", "I did look like I was 7 months pregnant" were added. New reporters added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), tendonitis ("tendinitis /swelling as tendinitis"), tinnitus ("tinnitus"), pain in jaw ("jaw pain"), joint range of motion decreased ("I had limited movement in my hip joints."), spinal deformity ("I had a curved spine."), swelling ("swelling "), gastric disorder ("feel like my stomach shrinking") and abdominal distension ("I did look like I was 7 months pregnant") and was found to have weight decreased ("I lost a bunch of weight while I had the coils"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the pelvic pain, swelling and weight decreased had resolved and the genital haemorrhage, arthralgia, tendonitis, tinnitus, pain in jaw, joint range of motion decreased, spinal deformity, gastric disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, gastric disorder, genital haemorrhage, joint range of motion decreased, pain in jaw, pelvic pain, spinal deformity, swelling, tendonitis, tinnitus and weight decreased to be related to essure. The reporter commented: she only had to have my tubes removed. Diagnostic results: false positive pregnancy tests x-ray showed no curved spine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc: (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), tendonitis ("tendinitis /swelling as tendinitis"), tinnitus ("tinnitus"), pain in jaw ("jaw pain"), joint range of motion decreased ("I had limited movement in my hip joints."), spinal deformity ("I had a curved spine."), swelling ("swelling "), gastric disorder ("feel like my stomach shrinking") and abdominal distension ("I did look like I was 7 months pregnant") and was found to have weight decreased ("I lost a bunch of weight while I had the coils"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the pelvic pain, swelling and weight decreased had resolved and the genital haemorrhage, arthralgia, tendonitis, tinnitus, pain in jaw, joint range of motion decreased, spinal deformity, gastric disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, gastric disorder, genital haemorrhage, joint range of motion decreased, pain in jaw, pelvic pain, spinal deformity, swelling, tendonitis, tinnitus and weight decreased to be related to essure. The reporter commented: she only had to have my tubes removed. Diagnostic results: false positive pregnancy tests x-ray showed no curved spine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc: (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), tendonitis ("tendinitis /swelling as tendinitis"), tinnitus ("tinnitus"), pain in jaw ("jaw pain"), joint range of motion decreased ("I had limited movement in my hip joints."), spinal deformity ("I had a curved spine.") And swelling ("swelling "). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the pelvic pain and swelling had resolved and the genital haemorrhage, arthralgia, tendonitis, tinnitus, pain in jaw, joint range of motion decreased and spinal deformity outcome was unknown. The reporter considered arthralgia, genital haemorrhage, joint range of motion decreased, pain in jaw, pelvic pain, spinal deformity, swelling, tendonitis and tinnitus to be related to essure. The reporter commented: she only had to have my tubes removed. Diagnostic results: false positive pregnancy tests x-ray showed no curved spine. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), tendonitis ("tendinitis /swelling as tendinitis"), tinnitus ("tinnitus"), pain in jaw ("jaw pain"), joint range of motion decreased ("I had limited movement in my hip joints."), spinal deformity ("I had a curved spine."), swelling ("swelling "), gastric disorder ("feel like my stomach shrinking") and abdominal distension ("I did look like I was 7 months pregnant") and was found to have weight decreased ("I lost a bunch of weight while I had the coils"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the pelvic pain, swelling and weight decreased had resolved and the genital haemorrhage, arthralgia, tendonitis, tinnitus, pain in jaw, joint range of motion decreased, spinal deformity, gastric disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, gastric disorder, genital haemorrhage, joint range of motion decreased, pain in jaw, pelvic pain, spinal deformity, swelling, tendonitis, tinnitus and weight decreased to be related to essure. The reporter commented: she only had to have my tubes removed. Diagnostic results: false positive pregnancy tests x-ray showed no curved spine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events "I lost a bunch of weight while I had the coils ", "feel like my stomach shrinking", "I did look like I was 7 months pregnant" were added. New reporters added. Medical history added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.